Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that no surgical intervention occurred. The rep saw the patient in the ER at the hospital. The patient was instructed to follow up with her pain management doctor if she wanted the battery jump started in the office. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins sometimes shocked the patient. The patient had an MRI and thought this issue started around that time. The representative tried to interrogate the ins with their programmer but it was dead; they then tried to interrogate it with their clinician programmer but couldn't read the device. When the representative tried connecting to the ins with the patient's charger it wouldn't find the device. They noted that this indicated that the ins was dead. The patient couldn't recall the last time they charged the ins or when the ins last worked. No further complications reported.